Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-03879. Related manufacturer reference number: 2017865-2020-03880. It was reported that the patient presented for a system extraction due to an infection. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.